Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. It was reported that fibrin was identified in one of the bags. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for peritonitis without any improvement. The patient was not recovered from the peritonitis. The pd therapy was ongoing at the time of this report. Additional information was requested but was not available at this time. This is report 4 of 4 involved in this event.